Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿early or late postoperative, infection, and allergic reaction.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-01027 / 01029 / 01030).

Event description:
It was reported that patient underwent left and right partial knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a left revision on (B)(6) 2013 due to acute intra-articular infection. During the procedure, the tibial bearing was removed and replaced. Furthermore, the patient underwent a second left revision on (B)(6) 2013 due to instability with lateral compartment degeneration. The patient was converted to a total knee system. Patient also underwent a right knee revision on (B)(6) 2013 due to avascular necrosis and lateral femoral condyle collapse. During the procedure the right knee was converted to a total knee system. The patient uses a cane as needed.